Event description:
The customer reported the direct fluoroscopy (live image) monitor turned off, thus making the system unstable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.